Event description:
Healthcare professional (hcp) reports a patient experienced pruritis at the last half hour of a hemodialysis treatment while using a ca 170 dialyzer. Benadryl was administered IV and the treatment was stopped at this time. The patient symptoms resolved. The patient remains on a ca 170 dialyzer for hemodialysis without repeat of the above. The patient is reported to be fully recovered at this time. There have been no recent changes to the patient's medications. The patient's calcium and phosphorus levels were noted to be within normal limits.